Manufacturer narrative:
The customer reported difficulty acquiring v6 of 12-lead ECG. The customer isolated the issue to the ECG leads trunk cable. Philips sent the customer a replacement ECG leads trunk cable which resolved the reported issue. Based on the customer's report, we will consider this to have been a malfunction of the ECG leads trunk cable.

Event description:
The customer reported difficulty acquiring v6 of 12-lead ECG.